Event description:
It has been reported that the foot-end of the bed gets stuck in the up position and it reportedly sometimes takes days to go down.

Manufacturer narrative:
The device has not yet been evaluated by a stryker representative. Once the evaluation has been completed, a follow up MDR will be submitted to indicate the conclusion.